Event description:
It was reported that one year post-implant of a realize adjustable band, the band tubing became disconnected from the port. At present it has not been determined if the port will be re-connected or replaced.

Manufacturer narrative:
(B)(4). Information unavailable, device not returned for analysis. Port remains implanted.